Event description:
It was reported that patient had oor at a previous programming session. Oor was thought to possibly be interference of dbs and pacemaker so patient was reprogrammed to bipolar configuration and oor was resolved. Manufacturer representative (rep) was asked to see this patient with the managing neurologist. The patient did not show up for the appointment. The patient is to reschedule at a future date. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.